Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "device does not start" malfunction would likely be a power supply printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the casing of the high definition lcd monitor was cracked. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the monitor did not power up due to a printed circuit board failure. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the front panel was cracked, the rear panel was damaged, and the power could not be turned on. This event is under investigation. A supplemental report will be submitted upon receiving additional information.